Manufacturer narrative:
Additional information: h6. The complaint is not confirmed. It was not possible to reproduce the reported failure. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6), was returned for investigation. Upon visual inspection, scratches and damage on the top panel of the housing were noted. The returned device was assembled to the ar-6480 dual wave pump and was tested and evaluated under normal conditions for 106 minutes to see if the reported issue(s) could be reproduced. The pump was powered on, and no error messages or audible alarms were triggered. No sudden pressure changes were observed during the 106 minutes the pump was tested. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These are the expected results. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected: no problem found. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2017.

Event description:
On (B)(6)2023, it was reported by a facility representative via (B)(4) that an ar-6485 synergy cw4 arthroscopy pump was running too fast. This was discovered during setup, with no patient harm reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.